Event description:
The physician reported that he had a vns patient who passed away due to probable sudep. It was noted that this was not a recent event. It was brought up when discussing the combination of perampanel and vns for treatment. No other relevant information has been received to date.